Manufacturer narrative:
This report is being submitted as part of a "catch-up report" action identified by FDA on 21 january 2021. Reports of active mdrs were processed first to ensure on-time submission ahead of this catch-up report. Patient was reported to be asymptomatic when initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2021 with strip lot 5000240 and instrument serial number (B)(4). Repeat testing of the nasal swab sample with the testing platform produced a negative result. The customer reported the following process for testing on the lumiradx platform: "the samples will collected at 3 different time per day depending on in which shift the employee is working. The samples will be collected at the employees room. Prepared by giving the swab directly into the buffer, mixing, closing the buffer. Then the sample will be measured in the medical area." The customer reported their cleaning practices to be "each testing day", and further reported that gloves are changed after each positive result. Lot 5000240 met all defined qc criteria at the time it was released and testing using negative nasal swabs from in-house donors meets expected performance for use in the field. Review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. The patient was placed under quarantine during additional testing. Trending data for discordant results was reviewed for this lot and the occurrence rate per quantity of strips in the field was calculated as (B)(4). Lumiradx sars-cov-2 ag test product insert claims a specificity of 96.6% with a reference rt-pcr assay and it is accepted that up to 3.4% of test strips may generate a discordant false positive result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims relative to the quantity of strips from this lot in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 32 of 45 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.